Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. During the fourth firing while stapling the intestinal loop, the device¿s grinder stopped and did not allow tissue stapling. Also, the jaws of the device locked on tissue, and was removed by stapler which allowed the opening of the load. There was no patient injury.